Manufacturer narrative:
Updated fields: b4, e3, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The cbl assy,fo sensor extension and cable,fiber optic jumper was replaced. Perform functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) fiber optic not reading and IV not triggered. There was no patient involvement.